Event description:
See intial report.

Manufacturer narrative:
The field service engineer went on-site and confirmed the reported issue. The error messages ee05 and ee06 were displayed on patient side. The stirrer motor was found to be stuck and the patient pump1 and pump2 were defective, therefore these parts were replaced moreover, the error code e17, e18 and e21 were also reported and then it was discovered that the cold and warm cardioplegia valves did not switch. Therefore total damage to the unit has been confirmed and a loaner unit has been installed. According to the complaints database review, no other similar issue has been reported since unit installation in 2016. The most likely root cause of the reported event is blocked pump motors, likely due to environmental conditions, such as water infiltration, humidity, condensation, or high temperatures, that required a power overload to work, which could have resulted in an overcurrent ultimately caused damage to involved boards. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to a pump or stirring mechanism during priming. There was no patent involvement.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in homburg, germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.